Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user who participated in the ilet experience study experienced hyperglycemia and stated that the cannula and tubing at the infusion site did not work, attributing this to abdominal scar tissue. Investigation included troubleshooting and user education. Investigation of this case revealed that the cause of hyperglycemia was unclear and that an infusion set, or site issue was suspected but not confirmed. No clinical symptoms associated with elevated blood glucose reported. Outcomes included no hospitalization and no device alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.